Event description:
It was reported that the patient experienced a burning sensation from the lead of the deep brain stimulation (dbs) system. Multiple reprogramming sessions were completed and did not resolve the feeling of inadequate therapy, and overstimulation on one side of their body. It was confirmed during a previous procedure that the left lead was fractured and the cause of the patient experiencing a "shocking sensation" the patient was hospitalized and underwent a procedure in which the lead was replaced. The shocking sensation has been resolved, and the patient is doing well post operatively and has since been discharged. The previous procedure was reported in MFR # 3006630150-2026-01499.